Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced low speed, low voltage, and power cable disconnect events. The pt was admitted to the hospital and was discharged home on (B)(6) 2013 with no more alarms after admission.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.